Event description:
Customer reported patient tried to turn pca pump on IV pole and turned it with force. When she did this, patient happened to break a hole in the IV tubing. No product will be returned for this event. Customer stated no additional patient/event information will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.